Event description:
Reservoir leaked at the connection of the needle and the body of the reservoir. Three days later, customer called back with the same problem that they had previously. The customer stated that they were unable to fill their reservoir because there was a leak at the needle.